Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
Oracle ro: (B)(4) it was reported that the pump was constantly alarming "pump error b" and a system error on the batteries (which won't charge). Patient involvement is unknown.

Manufacturer narrative:
Other, other text: additional information was received indicating the pump was not in use when the event occurred. (Updated h6 event problem patient code)

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Battery no longer operated properly due to normal wear. Replaced and fully charged the battery. The cause of the reported problem was traced to components failure. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.